Event description:
It was reported that when the surgeon was removing a screw, the tulip came off of the screw. The surgery was successfully completed with no adverse consequences to the patient.

Manufacturer narrative:
Method: visual inspection, product history review, labelling review, risk assessment, complaint history review result: the customer reported event was confirmed via visual inspection. The surgery was completed successfully with no surgical delay. The device was returned in 2 pieces as the tulip head was disengaged from the screw shank. There was deformation on the bottom of the tulip head and on the head of the screw shank on one side of the implant. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. It was reported that the screw tulip disengaged as it was removed during a revision surgery to extend the construct up a level. The surgeon used the screwdriver and did not appear to apply excessive force nor was the angle difficult. Conclusion: the damage shown on the screw can be caused by applying off axis loading to the implant, such as bending the screw in one direction during removal. It is also possible that length of implantation played a role, as according to the IFU, "metallic implants can loosen, bend, fracture, corrode, migrate, cause pain or stress shield bone." It is possible the tulip head loosened over time during implantation and once force was applied to remove it, it disengaged.

Event description:
It was reported that when the surgeon was removing a screw, the tulip came off of the screw. The surgery was successfully completed with no adverse consequences to the patient.